Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system displayed several message codes, no ultrasound sometimes and a footswitch problem during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system and the phaco handpieces were both examined and the reported event was replicated. The footswitch and the footswitch cable were both replaced as a preventive measure. The system and handpieces were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on october 17, 2014. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. The phaco handpieces were manufactured on december 4, 2014. Based on qa assessment, the product met specifications at the time of release. All the equipment was tested and found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).